Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to verify low battery alarm, replace battery alarm, failed battery alarm and perform the self-test, sleep current measurement, active current measurement and displacement test due to blank display. The test reservoir does not lock in place due to missing retainer and missing reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay, missing battery tube bumper and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the replace battery now alarm was performed. Customer received the alarm for a second time without a low battery warning. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.